Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or add'l info becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating the hose is ruptured. The device was not being used during surgery. It is unk if there was injury or medical intervention reported. The date of event is unk. There was no add'l info provided.